Event description:
Healthcare professional reported that a patient was injected one syringe of juvéderm voluma® xc into the lateral cheeks. The next day, the patient experience ¿vascular occlusion¿, ¿pain¿ and ¿blotchiness,¿ all on the right lateral cheek. The patient was treated with a warm compress, aspirin, and 9 vials of hylenex. The symptoms have fully resolved.

Manufacturer narrative:
Suspect product: lot number 963/2. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.